Manufacturer narrative:
Rexiati, n., aikeremu, r., kadeer, k., fan, y., feng, z., wang, k., . . . Cheng, x. (2018). Short-term efficacy of pipeline embolization device for treating complex intracranial aneurysms. Bio-medical materials and engineering, 29(2), 137-146. Doi:10.3233/bme-171718. The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the event scould not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2018-00314, 2029214-2018-00315. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature found reports of pipeline incomplete open during procedures. The purpose of this article was to evaluate short-term efficacy of the pipeline embolization device (ped) in the treatment of complex intracranial aneurysms. The authors reviewed the clinical data of 29 patients with 32 intracranial aneurysms treated with ped. Of the patients, 22 patients were female and 7 were male; average age was 51.3 years. The article states that in two patients, the ped did not fully open during release. Balloon angioplasty was successfully used on these peds; the article states that ped were well-open after expansion. The article did not indicate that there was any patient injury in association with this event.

Manufacturer narrative:
Additional information was received upon follow-up with the article author. Additional mdrs will be submitted. Mdrs related to this article: 2029214-2018-00315 2029214-2018-00485 2029214-2018-00486. If information is provided in the future, a supplemental report will be issued.